Event description:
It was reported that the right atrial (ra) lead was dislodged during bypass surgery which was confirmed through x-ray and pacing was not delivered when required. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.